Event description:
It was reported that "inaccurate cgm values" occurred. A representative from the iowa office of the state medical examiner, reached out regarding a deceased patient who was wearing a dexcom g7 continuous glucose monitor (cgm) on the abdomen, paired with an omnipod insulin pump at the time of death. The reporter explained that the patient had reportedly experienced connectivity issues and inaccurate sensor readings prior to passing away. The devices were not communicating properly, and the family had noted persistent problems with both the dexcom and omnipod systems. The patient, described as nonverbal and living in a group home, was under the care of a team who occasionally confirmed glucose readings using a finger prick glucometer. A blood glucose value of 406 mg/dl at 9:00 pm on (B)(6) was mentioned. (Of note, the cgm display screen will not show the number 406. The word high will show for any egv 401 mg/dl and above.) The patient passed away the following morning, october 27. The reporter requested dexcom¿s assistance in retrieving data from the cgm to help determine whether device malfunction may have contributed to the death. She noted that the patient had recently switched from the g6 to g7, within a month or so. They replaced the sensor, and apparently it was giving them false readings and the sensor was not communicating with the insulin pump. She continued, saying it sounds like they were still having issues with the sensor. They ended up changing the insulin pod, and then the patient passed away sometime later. The patient was noted to have headache sometime before death. The patient was having issues on the night of (B)(6) and died on the morning of the (B)(6). The reporter noted that the family only said, when asked about what the app was showing, that it reports "no events." A call to the patient's family on (B)(6) noted that the patient had been home on (B)(6) and had returned to the group home with a cgm reading around 200 mg/dl. They were told that the cgm reading went up to high that night and the bg was checked and was in the 400s. He was given insulin by the group home and the group home called the parents. They went to change the insulin pod and that's when the patient collapsed and CPR was started. An ambulance was called and the patient ultimately passed away. The parents noted that they had experienced sensor problems in the time from switching from g6 to g7 about a month prior. The father placed the final sensor and had issues connecting it with the insulin pump; however, he believes that the sensor did eventually connect with the insulin pump. The parents were unable to provide any additional event details. No product was provided for evaluation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Data was provided for investigation. A review of the app performance data indicates that the sensor session started at 8:05 pm on (B)(6) 2025. The last readings occurred at 10:55 am on (B)(6) 2025. No calibrations were entered during this sensor session. Dexcom has completed its review of the available information related to this case. At this time, dexcom is unable to proceed with further investigation as no additional data is available for analysis. While the lack of data prevents a definitive determination of the root cause, the available data indicates that the device functioned as intended, with no evidence of malfunction or deviation from its design. The allegation and probable cause could not be determined.

Manufacturer narrative:
(B)(4).